Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the device setup, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump under infused. When the nurse attempted to connect the pump to the patient, the chemo bag from the previous infusion was full. The patient stated that the pump was running and was checked throughout the 48 hour infusion and it said "run" as it should have. It neve alarmed or alerted in any way. Patient not affected. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.